Event description:
It was reported during a radical nephrectomy the clip of the instrument scissored. The director of education noted that she fired the instrument after the case and stated the applier worked just fine. There was no consequence to the pt. A new mcl20 was opened to complete the case.

Manufacturer narrative:
The applier was received with excessive dried body fluids in the cartridge assembly, with the feedbar adhered to the applier floor, and with no clip in the jaws. The feedbar and the floor were observed to be damaged, due to being cycled after bonding. The product complaint analysis team has completed its analysis of the device(s) which were returned. The process for analyzing returned devices begins with the visual inspection. Functional inspections are also performed when condition of the returned device(s) allows. The results of the analysis conducted by the appropriate engineers and technicians are listed. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident during surgery may have been due to dried body fluids adhering the feed bar to the applier floor. The applier was received with excessive dried body fluids in the cartridge assembly, with the feedbar adhered to the applier floor, and with no clip in the jaws. The feedbar and the floor were observed to be damaged. No functional testing could be performed due to a bonded and damaged feedbar.